Event description:
It was reported that a patient underwent an Atrial Fibrillation ablation procedure with a QDOT MICRO Catheter and a VARIPULSE¿ Bi-Directional Catheter and experienced a cardiac perforation that required pericardiocentesis and surgical intervention.A pericardial effusion was noticed after ablation was completed. The patient had a cardiac perforation that led to the pericardial effusion. Once ablation was completed with both catheters, the patient's blood pressure dropped suddenly. The pericardial effusion was noticed and confirmed with intracardiac echocardiogram. The medical intervention provided was pericardiocentesis. The pericardial effusion was drained for one to two hours. The drain was left in the patient, and the patient was transferred to the Operating Room (OR) on the same day. The cardiac perforation of the appendage was confirmed in the OR. However, the type of surgery/procedure performed in the OR was unknown. The patient was extubated on 3-JUL-2026. The last known patient status was stable, and the patient was still on pressers as of (b)(6) 2026.Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.The adverse event was assessed as MDR reportable under both a QDOT MICRO catheter and a VARIPULSE¿ Bi-Directional Catheter.

Manufacturer narrative:
D4: UDI: As the catalog/model number was not provided, the (01)GTIN is not available.An Analysis of the product could not be performed since a physical sample was not received for evaluation.An evaluation of the manufacturing record could not be performed as the required product Identification number was not provided to complete the evaluation.As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition.If the product is received at a later date, the investigation will be updated as applicable.This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Biosense Webster, Inc., or its employees that the report constitutes an admission that the product, Biosense Webster, Inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.Manufacturer's Reference Number: (b)(4).